Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to unspecified reasons.

Event description:
Per the clinic, the patient was hospitalized due to an episode of meningitis (specific date not reported). It was also reported that the patient did not receive benefit from the implanted device which led to device non-use and subsequently the decision to have the device explanted. Additional information has been requested but has not been made available as of the date of this report.